Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted: (B)(6) 1998; dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing a beeping coming from the implant site. A check on the device revealed that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had low impedance on the superior vena cava (svc) coil. The svc coil had previously been turned off. The lead remains in use. It was further reported that the right atrial (ra) lead had oversensing of noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, but analysis could not be performed due to legal restrictions. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.